Event description:
Customer called on (B)(6) 2011, reporting of erroneous low complete blood count (cbc) results (white blood cell wbc, red blood cell rbc, hemoglobin hgb, platelet plt) on the rerun sample after receiving aperture alerts (xxxxx) for the wbc parameter on the initial sample run of a coulter ac t diff analyzer on (B)(6) 2011. Customer noted that instrument generated flags were not provided for the rerun results. Customer reported that the rerun results were reported out of the lab but noted that patient diagnosis or treatment was not affected by the results. Customer mentioned that no clots were observed in the patient sample and the sample was remixed prior to rerun. Customer noticed discrepancy between the initial run and rerun cbc results on (B)(6) and repeated the same sample on (B)(6). Additionally, a new specimen was drawn on (B)(6), for sample analysis and both sample results obtained on (B)(6) (repeated and new sample), were found to be consistent with the initial run results on (B)(6), which the customer considered to be correct. Field service engineer (fse) was dispatched and indicated that the event may have been isolated and root cause is unknown. Fse observed wbc vote-outs and a slight increase in all values after each run during reproducibility and proceeded to replace the wbc bath, probe, syringes and tubing on drain/probe wipe pumps.